Event description:
Robotic stapler stopped in the middle of the firing process and did not complete firing. Stapler and reload were retrieved from patient and procedure continued laparoscopically instead of with the robot.